Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a knee replacement, the vloc strand snapped in the middle of use causing a secondary strand to be opened. The second strand was then used on the opposite end of the previous strand to meet the snapped vloc in the middle however this strand also snapped at the end of the wound closure when the surgeon tried to tie both ends together. The surgeon also put dermabond over the top of the wound. Patient taken back to theatre and wound resutured with nylone + reinforced with skin staples. Patient is doing ok. He had developed an allergic reaction to the antibiotics he was given but is doing well.